Event description:
A surgeon reported that during the phaco phase of the surgery, a system message was displayed and the system switched off. During the event the machine was connected to an extension cable. The surgeon removed the extension cable, reseted the system with priming test and the surgery was finished without consequences for the patient. The surgery was delayed by five minutes. The surgeries for two next patients where postponed to another day. In surgeon's opinion, the event might be highly related to extension cable than to the system itself. Additional information has been requested but not received to date.

Manufacturer narrative:
The service report has been received but the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).